Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified, but the cartridge change error issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue; however, ultimately the customer reverted to an alternate method in insulin therapy.